Event description:
Customer discovered while performing preuse checks, the ventilator failed preuse test. The ventilator was swapped out and was taken to the bio-med dept. The bio-med discovered the o2 cell and the battery were defective.